Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient's implantable pulse generator (ipg) was replaced with a non-rechargeable device. The patient was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.